Manufacturer narrative:
The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. During functional testing, the device was unable to complete evaluation for upstream occlusion and air in line alarms due to a persistent reload set alarm. A review of the event history log revealed no events recorded on the reported event date. The last days of customer use revealed multiple events of "air-in-line!", "upstream occlusion!", and "reload set!" Alarms. A service history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The cause of the condition was determined to be a failing ultrasonic sensor. The ultrasonic sensor requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump had an "upstream air leak" as an air in line alarm. The event happened during routine set up before use. There was no patient involvement. No additional information is available.